Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pump's cartridge area, ensuring all components were intact and properly positioned. Following these instructions, the customer was able to successfully load the cartridge and resume insulin delivery.